Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed as a white crystallized material that may have been a simethicone-type product in the air/water channel - however, this material could not be further identified. A further cause of the suggested phenomena could not be presumed from the information obtained for this investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in this report, evaluation found the communication problem was unable to be confirmed. Evaluation did find the control bod with the channels was exposed and the air/water channels were cloudy in appearance compared to other channels. A small channel cleaning brush was used to clean the auxiliary channel. The suspected contamination was removed from within the channel during brushing. White debris was observed on and in front of the brush. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was a communication problem with the evis lucera elite colonovideoscope. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the auxiliary channel and there were remnants of white crystalized contamination believed to be simethicone type product in the air/water channels. The report is being submitted due to foreign material and white contamination in the scope found during evaluation.